Event description:
Patient had bilateral lcs knee replacement (B)(6) 2007 subsequent pain requires removal of implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.